Manufacturer narrative:
H6- health effect- clinical code 4581:significant reduction of ica, mild dilated pupil. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -9.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles, glare/haloes and mild dilated pupil. In the reporters opinion the cause of the event was device. If additional information is received a supplemental medwatch report will be submitted.